Event description:
The customer reported obtaining low patient results for sodium and chloride on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced the defective ise tubing to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case (B)(4).